Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead. The ipg was also electively replaced during the same procedure. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05259. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts of one lead. Reprogramming was attempted but was unable to restore therapy. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead has impedance issues, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.